Event description:
Information was received indicating that this syringe infusion pump motor was found to be pulling too much current. No adverse patient effects were reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. The event history log was reviewed, but no evidence of the reported incident was present. A battery was inserted into the pump as functional testing. As a result, the pump was displaying " 10037 " error code upon power up. The pump was then run with customer's returned program and performed motor drain current test. Both tests were found to be activated properly within the pump's manufacturer specifications, not confirming the reported customer complaint. The cause of the reported issue was unable to be determined.